Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an iipv (increased intra-peritoneal volume) event. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 4600ml. The fill volume was 2500ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report any symptoms of overfill or issues with therapy. The nurse stated that the patient has been to the clinic since the event and has resumed therapy just fine. There was no patient injury or medical intervention associated with this event.